Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported the customer had excessive no delivery alarms on their insulin pump. Customer's husband also stated the screen was not displayed correctly after changing their battery. The customer's blood glucose was unknown. Customer declined to troubleshoot and requested to have the insulin pump replaced. No additional information provided.